Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. Patient reference number (B)(4) was found in (B)(6) (patient database) that the patient did receive a positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 011:55 am pst. The result for this test was released on (B)(6) 2021 at 08:58 am pst. The patient's sample resulted in a viral CT value of 35.608 which corresponds to a repeat result because the sample was next to a strong positive it was then placed on a viral repeat rack (B)(6) with a CT value of 37.183 indicating the sample will be resulted as positive. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took another curative tests on (B)(6) 2021 (barcode: (B)(4)) wherein results came back negative (viral CT: infinity human CT: 23.826). Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on (B)(4) at position a4 with a floating blank located on c4. Floating blank serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this case, floating blank yielded a CT of infinity which is considered acceptable. Furthermore, the sample was repeated on rack (B)(4), viral CT was 37.183 and human CT was 25.406, giving similar results to the previous run. Plate was extracted manually by ey using integra # 7,8 viafil # 2, kit lot # 600674 filter plate lot 600094, tcep lot 040821afa-tc1, wash buffer lot 040821afa-ng2 and elution buffer lot 600669. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 350 was used for pcr. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result. Depending on the timeline of infection, viral load can be too weak to be detected.

Event description:
Patient is questioning validity of test as they tested positive. Patient is concerned that they will miss their second dose vaccine appointment and requested a redo of pcr test.